Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawers were offline. A technical support specialist restarted the drawer network device and reconfigured the ip and subnet values to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device. The serial number, UDI and manufactures details kept blank since the given asset information found to be server.

Event description:
It was reported when using the pyxis medbank system had drawer failure. The customer reported there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.